Manufacturer narrative:
H3, h6: the real intelligence robotic drill, rob10013, sn (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. A kpc test was performed and the test passed. A case was run without any issues. The drill functioned as intended without any errors. No disconnect errors were present. A log file review was performed. The reported problem was confirmed. The log file screenshots indicated several system timeout error messages were displayed during the case. The most likely cause of this event is, they may have tried to insert the bur prior to assembling the drill attachment. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The user manual provides instructions for proper set up of the device and accessories. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, rob10013, sn: (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. A kpc test was performed and the test passed. A case was run without any issues. The drill functioned as intended without any errors. No disconnect errors were present. A log file review was performed. The reported problem was confirmed. The log file screenshots indicated several system timeout error messages were displayed during the case. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The user manual provides instructions for proper set up of the device and accessories. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when inserting the bur during the setup phase during a cori assisted ukr surgery, a system time out (the robotic drill has been deactivated) message prompted after pressing the ¿unlock¿ button ((B)(4)). Multiple attempts to recover were conducted including pressing ¿continue¿, ¿quit¿ and exiting out of the case and resuming the case. They disconnected the drill multiple times and had an equipment swap with two drills. The same error messages continued to persist and a full reboot of the system was conducted with no resolution ((B)(4)). A "communication failure" message and an internal error (the system has detected the application unexpectedly exited) were prompted ((B)(4)). They presumed that there was a connection problem associated with the console. So they borrowed a new cori console and tray from a nearby facility. They plugged in two of the previous "bad drills" into the brand new console and the error message still prompted. Therefore, the issue was caused by the drills and not the console ((B)(4)). To recover they used a new drill from a different facility and plugged that in to the new console and they were able to proceed with the case. The procedure was completed with a delay of over one hour with the patient under anesthesia and open on the table by using the s+n back-up device. The outcome of the patient¿s surgery was successful and there was no harm to the patient due to this error.